Event description:
After an implantation period of approx. 31 months, oversensing with inappropriate therapies on the ventricular channel was reported.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to a thorough analysis. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 30 months and 88 charging cycles were recorded to the ICD memory. The memory content of the device was analyzed. During the analysis of the available iegms, noise was observed in the right ventricular channel, which led to multiple charging cycles and shock deliveries, as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The visual inspection of the lead revealed multiple abrasion marks along the lead body. In particular, in the distal area of the lead the insulation was found rubbed through, which can be considered to be the root cause of the reported noise and shock deliveries. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation presumably resulted from the observed lead insulation damage. The analysis did not reveal any sign of a material or manufacturing problem.